Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pem673 batch number, and no non-conformances were identified. Investigation summary: it was reported performance fixation feature breakage pre-op. It was received for analysis two empty opened foils and two dispensed needle-sutures of product code sxpp1a401, lot pem673. During the visual inspection of the samples, the swage and attachment area were noted to be as expected. The sutures were examined along of the strand and some barbs present damaged and body fluids could be observed. The fixation tab was broken at one of the sides appears to be by use of a surgical instrument. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It could not be determined what may have caused the reported incident of: ¿it was found the fixation tab of the stratafixs had been broken/deformed¿. Investigation summary: it was reported performance fixation feature breakage pre-op. It was received for analysis an opened sample and four unopened samples of product code sxpp1a401, lot pem673. During the visual inspection of the unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. The fixation tabs were examined and no defects or damaged were observed. In the visual inspection of opened sample, the swage and attachment area were noted to be as expected. The sutures were examined along of the strand and some barbs present damaged and body fluids could be observed. The fixation tab was examined, and only body fluids were observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no performance fixation feature breakage pre-op was found. Note: events reported via mw 2210968-2020-03025.

Event description:
It was reported that the patient underwent an unknown open surgery on (B)(6) 2020 and barbed suture was used. When opening the packages, it was found the fixation tab of the device had been broken/deformed. There were no adverse patient consequences reported. Upon evaluation of the returned actual used device, the fixation tab was found broken.